Event description:
During the vitrectomy surgery, the surgeon heard a sudden blasting sound in the vitrectome cutter. Afterwards the cutting did not work, with strong air bubbles came out from the tip of the vitrectome instead. This caused damage to the patient's retina. Injected gas instantly damaged the peripheral retina. Fortunately, the tear was far from macula; in the end, the patient's vision was not obviously impacted. The investigation is in progress and a supplemental will be filed once complete.

Manufacturer narrative:
D.o.r.c. Investigation has shown that the root cause of the problem is the incorrect (swapped) assembly of the connectors on the pressure and aspiration lines. As a result the pressure line was connected to the aspiration port. As the associate system is not provided with 'incorrectly connected tubing' detection, this was not detected, resulting in an unexpected flow of air into the eye. As the assembly of the tubing for the 6268.nmd06 is outsourced, d.o.r.c. Also requested the company concerned to investigate this issue. It was found that: this lot was built in june 2017; three operators participated in the building and visual inspection of this assembly. One of them was a new operator, who has no longer been working at the company; white connector cannot easily be assembled in the incorrect tubing, unless it is manually forced, which is unlikely to happen with seasoned operators; the possibility of continuously assembling the white connector in the incorrect tubing is unlikely given the difficulties associated with it. As root cause is indicated: root cause attributed to a new operator who erroneously switched the connectors on one assembly and the error going unidentified, as originally suspected. As mentioned in the complaint report of company to which the assembly of the tubing for the (B)(4) is outsourced: 1) awareness training was conducted with clean room operators and the sequence of steps and inspection was reviewed and discussed. It was determined that the right steps are present in the work instruction and that physical restrictions are present to prevent this issue; 2) a CAPA ((B)(4)) has been initiated to further investigate this. As we did not become aware of similar incidents, this failure is considered a single occurrence.